Manufacturer narrative:
Other applicable components are: product ID: 8840, product type: programmer, physician.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving lioresal (2000 mcg/ml at 226.4 mcg/day; lot # ds0082/cs1265) via an implanted pump. The indication for pump use was head/brain injury and intractable spasticity. On (B)(6) 2016 it was reported that the patient's family heard the pump's critical alarm on (B)(6) 2016. On (B)(6) 2016, the patient began experiencing tachycardia, agitation, and was febrile. The symptoms had come on gradually. The patient was hospitalized today. The pump was at eos (end of service) and was going to be replaced as soon as medically possible. They were managing the patient's symptoms. Additional information was received from a company representative on (B)(6) 2016 and it was reported that the patient was in the ICU (intensive care unit), being monitored, and was stable. The pump was being replaced (B)(6) 2016. It was noted that the physician wasn't very familiar with the pump and had let the pump reach eos.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.